Event description:
It was reported that during a routine follow-up visit, this right atrial (ra) lead dislodged, and the helix mechanism was retracted. Surgical intervention was performed to explant and replace this lead. No additional adverse patient effects were reported. This lead is expected for return.

Manufacturer narrative:
This device is expected for return. Following completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during a routine follow-up visit, the helix mechanism of this right atrial (ra) lead was retracted, and the lead had dislodged. Surgical intervention was performed to explant and replace this lead. No additional adverse patient effects were reported. This lead was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned with the helix mechanism in a retracted position. Visual inspection noted dried blood/body fluid in the helix housing. Inspection of the lead body and electrode tip found no anomalies. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. The helix difficulty allegation was confirmed based on dried blood in the helix housing which prevented direct test of the helix mechanism. Further analysis did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.